Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a prompt to connect a cgm or enter a blood glucose value, and the system entered bg run mode after the user did not pair a new cgm when the prior sensor expired; the user contacted support, received education on bg run mode, paired a new cgm, and dosing resumed with a manual glucometer entry of 106 while the new sensor warmed up. Symptoms included no reported adverse clinical effects. Outcomes included restoration of automated dosing after cgm pairing. Investigation included troubleshooting, user education, and confirmation of proper cgm pairing and system function. Investigation of this case revealed that the device behaved as designed in the absence of a paired cgm, and no device or component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically failure to pair a replacement cgm following sensor expiration.